Event description:
Clinical engineering at the facility reports that a nurse reported that the pump overinfused. The nurse said that it looked as if the bag ran faster than the pump was programmed. The clinical engineer did not know what the pump was programmed at and did not know how to retrieve the history. The drug being used was ropuriaine. No pt injury reported and no medical intervention needed.

Manufacturer narrative:
Device has not been returned to MFR. An eval could not be made because the device was not returned to, or made available to baxter. Event was reported as a possible overinfusion or user error.